Event description:
A customer reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge, then continued with insulin administration.